Event description:
As reported, during a right inguinal hernia repair a perfix plug mesh was implanted in the patient beyond its labeled expiration date of 28-dec-2024. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue. As reported, it was decided to leave the mesh implanted.

Manufacturer narrative:
As reported, the perfix plug was implanted beyond its labeled expiration date. There was no adverse outcome associated with the patient reported. The event is confirmed as a use related error, with no malfunction of the device. To date, this is the only reported complaint for this lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.